Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 442 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump and manual injections. The customer stated that she experience heart was racing, nausea and difficulty of breathing. The customer also stated that there was a bent cannula. The customer stated that the drive support cap appeared normal. The customer stated that there were no air bubbles and no leaks. The customer was advised to remove reservoir, rewind and reinsert reservoir and run manual prime. The customer stated that the insulin exited at the quick release. The customer stated that they were adjusting the insulin pump settings. The customer was advised to change entire set, reservoir and insulin. The customer will be sent a tubing clamp for high pressure test. The insulin pump will not be returned for analysis.